Event description:
The dentist reported that after 8 months that the dental implant was installed in intra-oral region #20, it was verified its non-osseointegration. There were no complications during the surgery and the implant presented a good primary stability. Patient with bone type iii.